Manufacturer narrative:
Result: worn left siderails notch on the latch locking arms.

Event description:
It was reported by service report that the both left siderail was not locking into the upright position, but only in the middle height. No pt involvement or adverse consequences were reported.